Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to ventilate the patient appropriately. The root cause was determined to be user error. In consequence the patient was manually bagged. The ventilator was serviced. No malfunction could be determined. There was reported hypercarbia/ hypercapnia of the patient. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: "we had an issue yesterday on an incident where the team struggled to adequately ventilate a paediatric patient. The child was established on a hamilton t1 vent in the hospital and our unit was set up to mirror the settings/parameters of the hospital unit. Every time the child was put on our vent, she became hypercarbic, and her peak pressures went up. It seems odd that the patient was ok on the vent in the hospital but then deteriorated when placed on our unit? In the end the team hand ventilated the patient for over an hour from west wales to cardiff. Specifc information: definite known chest injuries (left pneumothorax, scapula #, pul oedema etc). Rsi onto hospital hamilton with paeds circuit. Initially ippv with volume control - tv set approx. 130. Initially needing high pressures to achieve on hospital hamilton (>25) peep 5. Pressure increased to 30/35 with improvement in tv. Given chest pathology - switch to pressure control with aim of reducing pressures. On pcv 30/5 reasonable volumes being achieved. Noted pneumothorax - thoracostomy and also gastric distension with was drained with ogt. Post these interventions, able to reduce pcv to 25/5 with better volumes, prior to transfer, switched to emrts hamilton with same pcv settings. Also using paeds circuit. On switching, tv dropped to 40-70ish and etco2 increased. Top pressures increased but still not controlling etco2 well, so we switched back to t-piece and then to hospital vent which improved etco2. Further trial of moving to our ventilator had similar results. Also tried switching back to vc as pathology hopefully fixed but issues remained with pressure limitations despite increasing alarm thresholds. Also tried removing hmes and vent end to reduce dead space further. Consideration given to using hospital ventilator to conduct transfer and return later, but understandable logistical issues. In the end, patient transferred with hand ventilation throughout as this was controlling etco2 parameters in the best way.

Event description:
The following was reported to hamilton medical ag: "we had an issue yesterday on an incident where the team struggled to adequately ventilate a paediatric patient. The child was established on a hamilton t1 vent in the hospital and our unit was set up to mirror the settings/parameters of the hospital unit. Every time the child was put on our vent, she became hypercarbic, and her peak pressures went up. It seems odd that the patient was ok on the vent in the hospital but then deteriorated when placed on our unit? In the end the team hand ventilated the patient for over an hour from west wales to cardiff. Specifc information: definite known chest injuries (left pneumothorax, scapula #, pul oedema etc). Rsi onto hospital hamilton with paeds circuit. Initially ippv with volume control - tv set approx. 130. Initially needing high pressures to achieve on hospital hamilton (>25) peep 5. Pressure increased to 30/35 with improvement in tv. Given chest pathology - switch to pressure control with aim of reducing pressures. On pcv 30/5 reasonable volumes being achieved. Noted pneumothorax - thoracostomy and also gastric distension with was drained with ogt. Post these interventions, able to reduce pcv to 25/5 with better volumes, prior to transfer, switched to emrts hamilton with same pcv settings. Also using paeds circuit. On switching, tv dropped to 40-70ish and etco2 increased. Top pressures increased but still not controlling etco2 well, so we switched back to t-piece and then to hospital vent which improved etco2. Further trial of moving to our ventilator had similar results. Also tried switching back to vc as pathology hopefully fixed but issues remained with pressure limitations despite increasing alarm thresholds. Also tried removing hmes and vent end to reduce dead space further. Consideration given to using hospital ventilator to conduct transfer and return later, but understandable logistical issues. In the end, patient transferred with hand ventilation throughout as this was controlling etco2 parameters in the best way.

Manufacturer narrative:
Under investigation. Hamilton medical ag case number is: cer:# (B)(4).